Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device remaining battery longevity was less than three months after being implanted a little over a year. Also, the right atrial (ra) lead had a suspected fracture, impedance greater than 3000 ohms and no capture. It was noted that the month following implant the device had delivered a large number of shocks due to an associated lead performance issue. The device was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006; 7122 competitor implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.